Event description:
The consumer stated, so far, he's had 8 pen needles, (patient end) break off in his injection site after shot. Stated, the pen needles are also bending when taking injection stated, does not re-use pen needles stated, he was able to remove the needle from his injection site with a tweezer. Lot: 5178030 catalog: 320122 date of event: 2026-01/14 samples: yes. Tmaik 17february2026: as per attached. The consumer said the lot could be 5178030 or 5175030. He has poor vision vcoyne 11march2026 update/additional information from nacc - see attachments. 00027788 7 pen needles have "unknown" incident dates. 1 pen needle has an incident date of 01/14/26. It is the same lot# it is the same catalog# it is the same box.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.